Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were noted on the device. Reprogramming was performed. Technical support was contacted and recommended additional reprogramming. No further intervention was performed. The patient was stable and will continue being monitored.